Event description:
It was reported that there was infection, and the left ventricular (lv) lead was removed. It was also reported that during the operation to implant the new system, a new lv lead was placed which dislodged after splitting of the sheath. The lead was removed, and replaced with a different model. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies found, however all conductors distorted, apparent explant damage was noted, and blood noted on all conductors (not obstructed); proximal segment returned and analyzed.